Event description:
It was reported that the patient complained of feeling dizzy and sick, and stated that they had heard a rattling and clicking noise coming from the device area. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.